Event description:
It was reported that the target lesion was in the mid lad, with mild calcification and moderate tortuosity. The penta stent was deployed at 8 atm. Post-dilatation was performed with the penta delivery system, but at 12 atm the balloon ruptured and a dissection occurred proximal to the lesion. Another dilatation catheter was used to treat the dissection successfully.